Event description:
It was reported that cardiosave (iabp)¿s touch screen worked intermittently. There was no patient involved.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.